Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.

Event description:
Customer reported that the paramedics were called and he was hospitalized due to low blood glucose. The blood glucose reading at the time of hospitalization was 22 mg/dl. Customer stated that his insulin pump over infused. Customer stated that the unit rewound and primed while he was connected. Nothing further was reported.